Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a burnt power control board because of a power surge. There was a power surge the night of (B)(6) 2025 and the customer reset the ground-fault circuit interrupters (gfci) the morning of (B)(6) 2025. The bmt powered the machines on and determined that was when the damage occurred. The bmt was advised to replace the assembly power supply, the power control board assembly, the power logic board, the actuator-test board, and functional board. There was no patient involvement or injury noted at intake. Upon follow-up, the bmt confirmed the reported event. The bmt stated the machine remains out of service pending receipt and replacement of the replacement parts. The bmt confirmed there was no reported burning smell, smoke, spark, flame, or arcing noted as a result of the reported event. The power control board was discarded and is not available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported a burnt power control board because of a power surge. There was a power surge the night of (B)(6) 2025 and the customer reset the ground-fault circuit interrupters (gfci) the morning of (B)(6) 2025. The bmt powered the machines on and determined that was when the damage occurred. The bmt was advised to replace the assembly power supply, the power control board assembly, the power logic board, the actuator-test board, and functional board. There was no patient involvement or injury noted at intake. Upon follow-up, the bmt confirmed the reported event. The bmt stated the machine remains out of service pending receipt and replacement of the replacement parts. The bmt confirmed there was no reported burning smell, smoke, spark, flame, or arcing noted as a result of the reported event. The power control board was discarded and is not available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.